Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, the insulin pump was received with moisture on the keypad traces. No unresponsive buttons and no scrolling numbers noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that they received a keypad anomaly; the blood glucose reading is 118 mg/dl. The insulin pump will be replaced.